Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The anchor has broken at the suture eyelet on one side. Removal of the anchor showed the inserter tines are bent. The condition of the device indicates axial alignment was not maintained during anchor insertion. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during screwing, the anchor tip broke.